Manufacturer narrative:
The event occurred in the united states of america. It was reported that the rotaflow battery was not charging correctly and has a short runtime. The failure occurred during patient treatment. The device was exchanged during use. No harm to any person has been reported. The rotaflow device was replaced with another one during treatment, therefore a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The batterypack ni-cd 24v 132wh (rfc) (article number 701017188) has been replaced. After the replacement of the battery the device was working as intended and is approved for clinical use. Based on the investigation results the reported failure could be confirmed. The failure mode "battery issue" can be linked to the following most possible root causes according to the rotaflow risk management file. Battery power failure e.g.: 1. Defect batteries 2. User forgot recharge. The review of the non-conformities has been performed on 2024-11-22 for the period of 2015-10-02 to 2024-11-11. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was produced in 2015-10-02. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 3.3.4 check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. The actual run time during battery operation depends on the age and condition of the batteries, current consumption of the rotaflow console and other factors. The run time shown is only a reference value. The actual run time can be shorter or longer. Chapter 5.6.1 before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured in 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the united states of america. It was reported that the rotaflow battery was not charging correctly and has a short runtime. The failure occurred during patient treatment. The device was exchanged during use. No harm to any person has been reported. The rotaflow device was replaced with another one during treatment, therefore a report is required. Complaint ID: (B)(4).